Event description:
It was reported that pump experienced malfunction with non-resettable malfunction code, and no notable events occurred before issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump.